Event description:
It was reported that while using bd vacutainer® k2e (edta) 10.8mg plus blood collection tubes, the customer noticed the tube was deformed on unspecified number of tubes. No patient or user impact reported.

Manufacturer narrative:
E1: initial reporter phone #: one additional number applies: (B)(6). B3: date of event is unknown. The date received by manufacturer has been used for this field. Investigation summary: bd received three (3) photos for investigation. The evaluation of these photos indicated a molding defect on the tube. A visual examination of 100 retained samples did not identify any instances of molding defects. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: molding defect - short shots. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.